Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic polypectomy procedure the wire of the single use ligating device broke midway. The loop remained in place and the detachable snare itself could no longer be retrieved. Therefore, the handle portion with cut with pliers leaving only the ligating device. It was then pulled out, and the scope was reinserted to check if it could be cut with the loop cutter. The loop was then release it by cutting the rear end of the loop with scissors (loop cutter). The procedure was completed with the same equipment. Additional information received from the customer indicated the lesion site was near the rectum and temporary ligation was carried out. When attempting to perform a release operation, the device would not release. The pipe broke while doing various operations and the slider could not be moved forward or backward. When it was noticed the release was not possible, the wire was bent and then cut. The customer reported the wire must be fragile. The event resulted in a procedure prolongation of less than 30 minutes. The patient was reported to have no health problems due to the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h7, h9, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the insertion portion had been detached from the handle section and it had been severed. The operation pipe of the handle section was broken. The loop was attached to the distal end of the insertion portion. Pulling the loop allowed it to be removed with no resistance from the distal end of the insertion portion. The loop and hook presented no abnormalities such as deformation or bending. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the result of the product analysis and similar investigation results in the past, the increased friction resistance between the wire assembly and sheath assembly may have prevented the loop/hook from being pushed out. Additionally, pushing and pulling the slider under these conditions likely caused deformation and fracture of the operation pipe. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.